Event description:
It was reported by a pharmacy in (B)(6) that 7 incidents of fast flow occurred using pumps on 4 different pts. It was reported that 2 of the 7 devices are available for return and analysis. Please reference: 2026095-2015-00006/(B)(4), 2026095-2015-00008/(B)(4), 2026095-2015-00009/(B)(4), 2026095-2015-00010/(B)(4), 2026095-2015-00011/(B)(4) and 2026095-2015-00012/(B)(4). Pt #2 of 4: infusion started (B)(6) 2014 at 12:00pm. Infusion stopped on (B)(6) 2014 at 6:00pm. The infusion ended in 30-35 hours instead of 44 hours. It was reported that there was no medical consequence to the pt. The device was not saved for return and analysis. Fill volume: 220ml, flow rate: 5ml/hr, procedure: chemotherapy and cathplace: PICC.

Manufacturer narrative:
Method: although the device in connection with the reported incident was not saved for return, it was reported that 2 of the 7 devices in connection with the described incidents will be returning for an eval. At this time halyard is pending receipt of the devices. A device with the same lot number 0201496620 may be returning for eval. A review of the device history record (DHR) is in progress for the reported lot number. Results: at this time the investigation is still in progress. Once the devices are received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed, a f/u report will be submitted.